Event description:
It was reported that the lcd screen has no picture. This was found prior to a breast biopsy. The pt was rescheduled. Recommended to be evaluated for possible lcd screen disconnect. Add'l info received, biopsy was completed (B)(6) 07 with no pt outcomes.

Manufacturer narrative:
(B)(4). Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint. Service tests found the uni-board was causing the unit to have a blank display intermittently when booting up. To correct this issue the analysis site replaced the uni-board. All lcd display connections were checked and the unit passed all tests. Preventive maintenance was performed on the unit and the site found the vso was causing the unit to have inadequate vacuum swing. To correct this issue the site replaced the vso. After servicing the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.